Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 pockets a1 and d1 were not detected by medapp even when physically loaded. A field service engineer (fse) shut down the station, and all pockets were removed from the half-height drawer. The cubie trays were cleaned, and row board cables were reseated before placing the pockets back into their corresponding trays. Upon bootup, all pockets in main drawer 2.1 were successfully detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failing and was unable to recover, customer tried to reboot the system, but the issue still persisted. Drawer 2.1 pocket a1 and d1 were affected by the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.